Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. It was not possible to determine if there was deformation of the nozzle, nor any obvious deviation of reprocessing definitively confirmed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the auxiliary water feeding function]. Attach a syringe containing sterile water or the water tube from a flushing pump to the luer port of the auxiliary water tube. (See figure 3.22) feed water from the syringe and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: due to a pinhole on channel tube, water tightness is lost, due to clogging of jet tube, foreign objects come out of distal end, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, adhesive on bending section rubber or distal sheath has a chip, due to clogging of nozzle, water removal ability does not meet the standard value, due to nozzle clogging, amount of water contact does not meet the standard value, plastic distal end cover has a scratch, connecting tube has a scratch, suction cylinder is shaved, paint on suction cylinder is peeled, paint on air/water-cylinder is peeled, scope connector cover unit has a scratch, suction connector is dirty, suction connector has a scratch, universal cord has a scratch, upward/downward angulation control knob is dirty, upward/downward angulation control knob has a scratch, light/right angulation control knob has a scratch, connecting tube has a scratch, switch box has a scratch, grip has a scratch, switch3 has wear, flexibility adjustment ring has a scratch, image guide protector has a scratch, control unit has a scratch, electric-connector has discoloration due to water leakage, due to damage on charged coupled device unit, the image has black dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that colonovideoscope had a foreign matter / leakage. Upon inspection and testing, foreign material comes out due to clogging of the secondary water supply channel and the rubber is falling down from the device. This report is being submitted for the event found during evaluation. There were no reports of patient harm.